Event description:
Boston scientific received information that during a routine follow up appointment, this right atrial (ra) lead was found to exhibit loss of capture (loc) and no pacing or sensing was observed. Ra pacing impedance measurements were greater than 2,500 ohms. The patient implanted with this ra lead reported to have fallen within the three weeks prior to the device check. Upon fluoroscopy imagery, there appeared to be a gap in the ra lead conductor, crossing the clavicle/rib area. The pacing system analyzer (psa) showed no atrial signal with electrode fault while attempting to pace. An invasive revision procedure was performed and the ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.